Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since implant, the therapy was not working well. They increased three times and it was at a point where they get shocked every so often. It seemed to correlate with body position and the shocking is felt in the bike seat area and toward the left leg. They consulted the doctor who advised them to call the manufacturer. The patient would decrease the therapy to see if that helps. The agent reviewed the option for changing programs.